Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A cut through in the insulation at approximately 23.5 cm from terminal pin was found and there was body fluid/blood in lead through the cut. The cut appeared to be induced during the explant procedure. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that at the discharge check, this right atrial (ra) lead exhibited an increase in pacing thresholds, low p-waves, undersensing, and pacing inhibition. A fluoroscopy was performed and the lead was found to be dislodged. The patient was sent for a lead revision, however, acceptable measurements could not be obtained, so the lead was ultimately removed and replaced. No additional adverse patient effects were reported.